Manufacturer narrative:
(B)(4). Batch # 151c18. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board switch (4) was found to be damaged, which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 151c18, and no non-conformances were identified.

Event description:
It was reported that during an gastric bypass procedure that out of the box, the stapler had no power when the battery was inserted. The battery was removed and reinserted and nothing still happened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.